Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments and was analyzed. The proximal conductor was fractured, the defib and distal conductors were distorted, and the distal conductor was stretched. Blood/body fluid was found on the distal conductor, and the defib conductor was fractured (overstress). Blood/body fluid was found on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking. The outer tubing was kinked/buckled, and the outer insulation was breached cut and exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched.